Event description:
Per the surgeon, the pt's device was explanted in 2008, due to device extrusion after five incidents of trauma. Reimplantation is planned in the next six to twelve months.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.